Manufacturer narrative:
The customer technical specialist (cts) determined via telephone that the tubing was causing the instrument errors, which customer then replaced. (B)(4)

Event description:
Customer called to report a clear liquid leak at pinch valve (pv) 14 of the coulter hmx analyzer with autoloader while running the first startup. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The customer technical specialist (cts) scheduled a service visit for customer because the tubing going through pinch valve (pv) 14 was leaking and causing "diluent comparison out of limit" errors at startup. Pv14 is the aspiration path from the blood sampling valve (bsv) to the primary mode aspiration pump. The assigned field service engineer (fse) called customer to arrange the service visit and was informed by customer that they had already replaced the tubing themselves and that the instrument is running properly. After the fse verified proper instrument performance with customer, the service call was cancelled. Customer has not reported any recurrence of this event to date. The root cause for the leak was the tubing going through pv14.